Event description:
Reported due to dislodged stent. The physician found two lesions proximal to each other in the left anterior descending (lad) coronary artery. The physician placed two cypher stents proximal to each other. He subsequently diagnosed a perforation. He could not immediately ascertain the specific site of the perforation but he suspected it was located in a small diagonal branch. The patient continued to deteriorate. The patient had a cardiac arrest and a code was initiated and continued throughout the procedure. The patient was intubated although the intubation was reportedly difficult. They were also placed on a balloon pump. During the code the physician attempted to deploy a jostent graftmaster in the diagonal branch. Although the artery was determined to be "too small" for a jostent, according to the instructions for use, he attempted to deploy a 3.0 x 19mm jostent graftmaster by inflating the balloon with 8 atm instead of 14 atm. The jostent remained on the balloon and was not deployed. The physician then attempted to withdraw the entire system through the guide catheter. At that point the jostent became dislodged from the system. The physician removed the balloon, guidewire and sheath as one unit. Then the physician accessed the left groin. He used another balloon to capture the lost stent and subsequently removed it. At some point during the code the physician determined that the perforation was in fact between the two cypher stents and 500 cc of blood were evacuated from the site. The perforation eventually sealed itself. The code was unsuccessful and the patient died. A second jostent graftmaster was opened but never used. Though requested no additional information was provided. The user facility does not know which of two different stents with two different lot numbers was used and which was not. This report is for lot #31166wl. A second medwatch has been submitted for lot #45568wl.